Manufacturer narrative:
Correction - brand name: pump control panel (cp5). Correction - MFR site : establishment name: livanova USA. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova (B)(4) requested that the pump control panel be returned for further investigation. The unit was received; visual inspection showed that no problems could be found on the device. The cp5 panel with qa test centrifuge and qa test clamp were connected to the s5 test bench, the panel could be switched "on" without problems. The qa centrifuge was connected to the cp5 panel, the centrifuge was rotated individually 1000/2000/3500 rpm, ran without problems. The panel was screwed on, nvmem reading was performed, no problem was found on the event date. The connection plug was unscrewed, all connections were controlled and verified "ok". The power switch has been checked, no deviations were found. The cp5 panel with one test centrifuge was cooled down (10°c by 40% humidity) in the climate chamber, no problems have been identified. The cp5 panel with one test centrifuge was warmed up (45 by 70% humidity°c) in the climate chamber, no problems have been identified. A test-run in the climate chamber performed (about 12h) by different temperatures and humidity, no problems could be identified. A long time test with water loop has been performed, during this test different have been tested, stand-by switch has been checked several times, the failure described could not be reproduced. A technical safety inspection was performed by tssi. Long time test with water loop has been performed, during this time, the centrifuge speed was set to different rpm, panel was also tested in one climate chamber, and no problems were detected. As the issue could not be reproduced, an exact root cause was not determined. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported fault. The control panel of the cp5 centrifugal pump was replaced as a precaution. Subsequent testing did not identify further issues and the device was returned to service. As the issue could not be reproduced, a root cause was not determined. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the control panel of the centrifugal pump 5 (cp5) lost power for 15 seconds during a procedure. There was no report of patient injury.